Manufacturer narrative:
The user/voluntary medwatch# mw5062191. (B)(4). Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used in the ureter and kidney during a ureteroscopy with lithotripsy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the distal tip of the sensor guidewire detached exposing the tip of the metal corewire. Reportedly, the detached tip was removed by the surgeon. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.